Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent open incarcerated incisional hernia repair on (B)(6) 2006, and (B)(6) 2017 whereby gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: bowel obstructions. Recurrence. Lysis of dense adhesions. Explant of gore mesh. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: implant procedure: mesh repair of incarcerated incisional hernia. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/03941420, 15cm x 19cm x 1mm] . Implant date: march 2, 2006 (hospitalization dates unknown). (B)(6) 2006: (B)(6) hospital. (B)(6), md. Operative report. Preoperative and postoperative diagnosis: incarcerated incisional hernia. Anesthesia: general. Findings: ¿the patient had incarcerated small bowel, colon and omentum.¿ procedure: ¿the old scar was incised. Hernia sac was entered and there were multiple adhesions taken down using sharp and blunt dissection. Once all the peritoneal surface was freed up, we then developed skin flaps superiorly and inferiorly, since this was a transverse incision; superiorly and inferiorly getting back to good fascia. It took a good 6 to 8 cm to get back to good fascia, so large skin and subcutaneous flaps were developed. We eventually got back to good fascia 360 degrees, and we measured and it required a 15 x 20-cm piece of dual mesh plus. It was brought up to the field. It was placed intraperitoneally and anchored at the 12 and 6 o clock position with a tp1 prolene. This prolene was then used in a running fashion to anchor the mesh to the peritoneal surface by going through the entire thickness of the abdominal wall, fascia and muscle, down through the mesh, back up through the abdominal wall, muscle and fascia, back down through the mesh in an up and down fashion 360 degrees until the defect was completely obliterated with sutures back into strength with good strong fascia. Once the repair was accomplished, the fascia and hernia sac were closed over the mesh to protect it from infection. Irrigation was done. Cautery was used for hemostasis. A drain was placed in the subcutaneous tissues. The dermis was closed with interrupted pds sutures, the skin with skin staples. The drain was anchored. Sterile dressing was placed.¿ (B)(6) 2006: (B)(6) hospital. Implant sticker: ¿gore dualmesh® plus biomaterial¿. Ref catalogue number: 1dlmcp04. Lot batch code: 03941420. W.l. Gore and associates. Relevant medical information: no information. Explant preoperative complaints: (B)(6) 2017: (B)(6) hospital. (B)(6), md. Indications: ¿he had been admitted at least 2 to 3 times recently for his bowel obstruction.¿ explant procedure: open mesh repair of recurrent incarcerated incisional hernia. Open cholecystectomy. Explant of old mesh. Extensive lysis of adhesions for 45 minutes. Implant: bard soft mesh. Explant date: (hospitalization dates unknown). (B)(6) 2017: (B)(6) hospital. (B)(6), md. Operative report. Preoperative and postoperative diagnosis: recurrent incarcerated incisional hernia. Recurrent small-bowel obstruction. Chronic cholecystitis with biliary colic. Findings: ¿the patient had 3 to 3-1 /2 feet of small bowel wadded up into a terrible mess. It was the cause of his recurrent admissions for bowel obstruction. He had been admitted at least 2 to 3 times recently for his bowel obstruction. The old gore-tex dual mesh was removed in total. The gallbladder was massively swollen, but not acutely inflamed.¿ procedure: ¿a midline incision was used to enter the abdominal cavity and we spent the next 45 minutes lysing adhesions, freeing the bowel up, trying to get into the abdominal cavity and then lysing the adhesions where about 2 to 3 feet of small bowel were densely adherent to one another. We were able to lyse these adhesions without any injury to the bowel. There was no evidence of any superficial enterotomy or any full-thickness enterotomy when we were done lysing adhesions. A bookwalter retractor was placed and the cholecystectomy was done by dissecting the gallbladder out of the liver bed, peeling it out, using electrocautery until the only thing holding it in place was the cystic artery and cystic duct these were both clipped proximally and distally and transected. Two clips were left on the remnant. The cystic duct was also ligated. The liver bed was dried up with electrocautery. A thorough irrigation was done. The bowel was placed back in anatomic position. We then developed skin and subcutaneous flaps laterally and got back into pretty decent fascia for a 92-year-old gentleman. What I failed to mention before we did was that we explanted the old mesh. We did this by just removing it from the peritoneal surface of the abdominal wall. In total it looked about a 15 x 20 cm piece of mesh. It was completely removed. After developing skin and subcutaneous flaps, we closed the fascia with prolene suture starting at each end and tying in the middle. We then placed a 15 x 15 cm piece of bard soft mesh over the entire area, glued it in place with fibrin glue and used skin staples to also hold it we trimmed the excess mesh. Two drains were placed through separate stab incisions. They were anchored in place with nylon. The subcutaneous tissue was then closed and tacked down to the fascia with a running vicryl suture. The skin was closed with monocryl and then a prineo was placed. Drains were connected to closed suction. A sterile bandage placed. Sharp count 1 sponge count and instrument count were all reported as correct x2. The patient was awakened and taken to recovery room in good condition.¿ (B)(6) 2017: (B)(6) hospital. Implant sticker. ¿bard soft mesh¿ lot: hubt1009. (B)(6) 2017: (B)(6) university laboratory. Pathology. (B)(6), md. Specimen: gallbladder. Final diagnosis: gallbladder, cholecystectomy: chronic cholecystitis. Gross description: ¿received is a 7.5 x 3.8 cm opened gallbladder. The surgical margin will be inked black and shaved. The serosa is green grey and glistening with a small amount of attached fat. The mucosa is bite-stained and velvety. The wall measures 0.1 cm in thickness. The lumen contains thin green bile. No stones are recovered.¿ [no pathology for the explanted mesh was provided]. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."